Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that all sealplugs were intact and all setscrews moved freely. The maximum charge time while implanted = 25.423. Elective replacement indicator (eri) was declared with a charge time of 19.138 seconds at a monitoring voltage of 2.73 volts. End of life (eol) was not declared. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.